Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25aug2020.

Event description:
The customer reported the screen is blank. The unit was not in use. There was no patient or user harm reported.

Manufacturer narrative:
G4: 22oct2020; b4: 27oct2020. H11: b5: the customer reported during testing the screen is blank. H10: the remote service engineer (rse) confirmed the reported failure. The customer identified the unit was tipped over coming up the elevator; as a result damaged. The customer replaced the touchscreen to resolve the issue. The unit was tested and it returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.